Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. The analyzer was analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the analyzer had programmed automatically amplitude and pulse-width to maximum value on the atrial channel and no sensing on the atrial channel. In addition the measurement cable was changed. The analyzer was returned to the manufacturer for servicing. The cable is still in use. No patient complications have been reported as a result of this event.